Event description:
A customer reported a cartridge alarm occurring during the pumping process. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, while the customer continued using their current device. The replacement pump with updated software would be sent, and instructions for storage mode and pump return were provided, with the customer understanding and acknowledging all steps for the replacement process.